Event description:
Patient fell / was dropped from mobile patient lift (liko golvo 8008). Quick investigation found that the clips on the ends of the slingbar were broken or taken off, which caused the patient sling to slip off the slingbar.